Event description:
It was reported that during an oa aneurysm embolization case, after placing the microcatheter at the location, the operator encountered resistance when attempting to deliver the stent. During the subsequent delivery, the introducing sheath migrated back, and the stent was found to be deployed at the hub with 2mm visible (the rest of the stent might have been inside the tail of the microcatheter shaft). The physician replaced it with a new device and continued the procedure without clinical consequences for the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to be located in the proximal flow path of the catheter hub, the stent was advanced through the catheter hub with a 0.0158 patency mandrel. The microcatheter shaft was found to be kinked 46.6cm, 48.6cm, 58cm and 139.4cm from the proximal of the catheter hub. The microcatheter hub and tip were found to be intact. The stent was found to be deformed at the distal end and intact at the proximal end. During a functional test a 0.0158 patency mandrel was advanced through the distal end of the microcatheter with friction felt in areas of damage. The stent was released from the flow path of the microcatheter for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent deployed prematurely during use' was visually confirmed. The second ar code 'stent difficult/unable to transfer' could not be duplicated as the stent was no longer loaded on the sdw (stent delivery wire). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the operator delivered the stent and when began to deliver the stent resistance was encountered. During the following delivery, the introducing sheath migrated back and the stent was found deployed at hub with 2mm to be seen(rest of the stent might be inside the tail of microcatheter shaft. Then replaced the microcatheter and the stent with other ones to finish the procedure'. The stent was returned for analysis partially visible in the hub of an microcatheter with the remainder of the stent present in the microcatheter proximal lumen. The stent was no longer loaded on the stent delivery wire (sdw). Once removed, the stent was noted to be damaged/deformed at the distal (open cell) end. The introducer sheath was not returned for analysis and neither was the sdw. It is not clear from the description what caused the initial difficulty in advancing the stent from the introducer sheath into the microcatheter lumen/advancing the stent inside the proximal section of the microcatheter lumen. In the follow-up process the operator states that the sheath was correctly set up and that the rhv was tightened to prevent sheath movement. It is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported codes 'stent difficult/unable to transfer' and 'stent deployed prematurely during use' as analyzed codes 'stent deployed prematurely during use' and 'stent deformed' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an oa aneurysm embolization case, after placing the microcatheter at the location, the operator encountered resistance when attempting to deliver the stent. During the subsequent delivery, the introducing sheath migrated back, and the stent was found to be deployed at the hub with 2mm visible (the rest of the stent might have been inside the tail of the microcatheter shaft). The physician replaced it with a new device and continued the procedure without clinical consequences for the patient.